Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA.  Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that when patient presented in clinic for a follow up visit, high, out of range, high voltage pacing lead impedance issue and high, out of range, high voltage inadequate capture threshold issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable prior, during and post procedure. Patient was seen in clinic for a follow up visit on (B)(6) 2018 and was stable.